Event description:
Per the clinic, the patient experienced a skin infection, granulation and skin breakdown at the incision area. The skin area was cleaned up and the patient was treated with antibiotics (type not reported) on (B)(6) 2022, for 3 weeks. Subsequently, the patient experienced further skin breakdown and implant exposure resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and reimplantation is planned but has not taken place as of the date of this report.